Manufacturer narrative:
A1: patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely positive alinity I total -hcg and provide the following data: (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive, >5.00 miu/ml to <25.00 miu/ml = grayzone): on (B)(6) 2024 sample ID (B)(6) initial value was 39.75 and rerun was <2.42. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Section b5 was updated with additional information provided by the customer. The alinity I processing module, serial number (B)(6) was evaluated. Multiple analyzer parts were replaced, cleaned, and calibrated. The instrument service history review revealed no additional service tickets associated with discrepant results. A review of tracking and trending did not identify a trend for the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for alinity I processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely positive alinity I total -hcg and provide the following data: (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive, >5.00 miu/ml to <25.00 miu/ml = grayzone): on (B)(6) 2024, sample ID (B)(6), initial value was 39.75 and rerun was <2.42. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Update: the customer provided additional data: sample ID (B)(6), initial result was 33.41, rerun was <2.42. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.